Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported a patient initially implanted with a 23mm aortic valve for 7 years 10 months has been scheduled for a valve in valve procedure for unknown reasons. A secondary procedure has not been completed but scheduled. The current patient status is unknown.

Event description:
It was reported that a patient implanted with a 23mm aortic valve for 7 years 10 months has been scheduled for a valve-in-valve procedure due to severe stenosis. Edwards received further information that after 7 year and 10 months, the patient underwent the valve-in-valve procedure with a 23mm valve. Tte showed no paravalvular leak. The patient was discharged home on pod #1 in good condition.

Event description:
It was reported that a patient implanted with a 23mm aortic valve for 7 years 10 months has been scheduled for a valve-in-valve procedure due to severe stenosis. Edwards received further information that after 7 year and 10 months, the patient underwent the valve-in-valve procedure with a 23mm valve. Tte showed no paravalvular leak. The patient was taken to the post catheterization recovery room in stable condition. The patient's valve appeared to be working well with a stable transaortic gradient of 18 mmhg. This residual elevation represents a degree of patient prosthesis mismatch after the valve in valve procedure. The patient was discharged home on pod #1 in good condition.